Event description:
It was reported that the right ventricular lead impedance was varying as it had increased and had been high and then settled at a lower impedance. The threshold was also noted to have increased. The physician elected to cap and replace the lead during a device changeout procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: kdr901 implantable pulse generator (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005. (B)(4).